Event description:
It was reported that a pair of bone reduction forceps broke during a case.

Manufacturer narrative:
The reported event that a pair of bone reduction forceps broke could not be confirmed as the product in question was not returned for investigation. Therefore, a detailed inspection of the device was not possible and a root cause could not be determined. According to the risk management file, a possible root causes could have been too high bending force. This is confirmed by a previous investigation (s. Pi 1727807), in which the application of too high bending forces, most likely caused by excessively trying to close the forceps, led to a fracture within the working area. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. Therefore, no corrective and/or preventive action is deemed necessary at this time. If the product will be returned at a later date or further information regarding the event will be received, a thorough investigation will be performed, the complaint will be reopened and the result revised. H3: device not returned.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that a pair of bone reduction forceps broke during a case.